Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report of 'maintenance required' error 231 was not replicated or confirmed. The device was put through extensive testing, which included daily/weekly/monthly self-testing, shock testing, off-current testing, and impedance testing without duplicating the customer's report. No current errors were found in the log, but error 231 appeared in the event log. There is no indication that pads were preconnected. The customer's pads were returned and also passed testing. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device did not detect the attached electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.